Event description:
Caller reported receiving a minimum fill notification while attempting to load a new cartridge. Customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support instructed the customer to clean the pump with an alcohol wipe or lint-free cloth and guided them through the process of filling and loading a new cartridge using the proper technique. Despite an error occurring during loading, the caller was eventually able to reload the original cartridge.